Manufacturer narrative:
Continuation of d10: product ID pscic101 (lot: b000478201); product type: 0627-cables and accessories product ID psg100 (serial: unknown); product type: 3294-generator product ID pscc100 (0012829099); product type: 0609-catheter product ID: non-medtronic product product type: guidewire product ID: non-medtronic product product type: septal puncture product ID: non-medtronic product product type: dilator product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: mapping catheter product ID: non-medtronic product product type: ultrasound catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively a completed pulsed field ablation procedure, a pericardial effusion was confirmed with an echocardiogram. A drainage was performed. The patient's blood pressure increased. The patient was under observation in the intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: updated patient coding absent from initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.